Event description:
Cardiosave balloon pump alert error message: gas loss in iab circuit. Patient's heart rate (hr) in 130's at time of alert. Staff read published FDA recall alert and recommendations and performed manual refill hourly instead of waiting for auto refill every 2 hours until hr stabilized in 80's. When possible iabp exchanged. Manufacture aware and replacement iabp enroute per recall notice. "Intra-aortic balloon pump."